Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A follow up call was made to customer in regards to a survey. Customer stated she had issues with the insulin pump going into threshold suspend when her blood glucose was not low. Customer stated the threshold suspend is set to 70 mg/dl, the insulin pump would go into threshold suspend, and blood glucose would be 120 mg/dl or higher. Customer declined troubleshooting. The sensor is not returning for further analysis.